Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. However, omsc assumed a potential cause as follows. Deterioration of the adhesive of the objective lens. The excessive force was applied to the objective lens. The instruction manual of the subject device states, the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the facility that during preparation for use, a blurred endoscopic image was displayed on the monitor. Olympus during the incoming inspection for repair at the olympus service operation repair, it was found that the objective lens at the distal end of the device was missing. Since the last procedure using this device was completed with no problem, the user assumed that the objective lens was likely to be detached during reprocessing. There was no report of the patient injury other than above.